Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The caller provided discrepant dates for the date the medical event occurred ((B)(6) 2018) the date entered is the earliest date reported by the caller. If clarification is able to be obtained a follow-up report will be submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller's husband reported the customer's adc freestyle libre sensor provided a higher reading when compared to an emergency personnel meter. It was further reported the customer experienced symptoms described as "sweats, no reaction, loss of knowledge, cannot speak" and a loss of consciousness. Emergency personnel were called and upon their arrival, a reading of 20 mg/dl was obtained on their meter compared to a sensor scan result of 'hi' (reading greater than 500 mg/dl). Customer was diagnosed with hypoglycemia and treated with glucose. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller's husband reported the customer's adc freestyle libre sensor provided a higher reading when compared to an emergency personnel meter. It was further reported the customer experienced symptoms described as "sweats, no reaction, loss of knowledge, cannot speak" and a loss of consciousness. Emergency personnel were called and upon their arrival, a reading of 20 mg/dl was obtained on their meter compared to a sensor scan result of 'hi' (reading greater than 500 mg/dl). Customer was diagnosed with hypoglycemia and treated with glucose. No further treatment was reported. There was no report of death or permanent injury associated with this event.